Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection it was noted that the defib conductor of the lead was distorted/fractured. Upon inspection it was noted that the helix/lobe of the lead was distorted/bent. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure there was difficulty deploying the screw mechanism and there were persistantly elevated impedences and thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.